Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited that the scope connector case unit has foreign objects, due to deformation of bending tube, the connection between bending section and the connecting tube is detached, due to adhesive peeling around bending tube, the connection between bending section and the distal end is detached and the adhesive on the bending section cover (a-rubber) is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the scope connector case unit has foreign objects, due to deformation of bending tube, connection between bending section and the connecting tube is detached, due to adhesive peeling around bending tube, the connection between bending section and the distal end is detached and the adhesive on the bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable cause of the identified failure of scope connector case unit has foreign objects root cause could not be identified/determined. The most probable cause of the remaining identified failures is that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.